Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported a por message was successfully cleared and the patient is getting adequate therapy. The por was cleared with the clinician programmer and the manufacturing representative (rep) will work with the patient on programming and charging. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome it was reported that therapy has stopped due to power on reset (por). It is unknown whether the por is related to overdischarge. Patient reports getting the warning por message on recharger and patient programmer. Patient states he was trying to charge his implant when he saw the por message. Patient reports he is in extreme pain and that is the reason he was charging his implant. Patient states ins was charged 2-3 weeks ago and last week was the last time he felt stimulation. Por code cannot be cleared. Patient redirected to interrogate device. Reviewed the meaning of por to patient. No further patient symptoms or complications were reported in this event.